Manufacturer narrative:
This MDR was generated under protocol (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Cracked on both plunger case and ac cable-receipt, also missing battery. Motor rate error was found during occlusion test. Motor assembly was found old, dirty and worn out (leadscrew and clutch halves been replaced by customer) due to normal wear. The root cause was found to be normal wear. Replaced the whole motor assembly. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. (UDI) is unknown. No information has been provided to date.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.